Event description:
Primary tubing being spiked with fluid or medication infusions, and not flowing to gravity to prime. Of the 6 sets that this occurred, only 2 flowed to gravity after opening the vent. The other 4 never free flowed to gravity despite opening the valve. The other tubing appears to have broken off at the junction between the soft cloudy section and the blue rigid section.